Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a lead replacement today (B)(6)2018 as the lead had migrated. The old percutaneous lead was removed a new paddle lead was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt's weight: approximate weight. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting that the hcp reviewed the x-ray with the patient and discussed surgery options. No date was set for the lead revision yet. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had no stimulation on their left side. The patient recently had a battery replacement, but no x-rays were done at that time. An x-ray was done on (B)(6) 2018 and it was reported that the lead had migrated. The patient was referred to a surgeon for a lead replacement. The issue was not resolved at the time of the report. The patient had an appointment for a surgical consult on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-jun-11 reporting that per the patient they had been having trouble feeling stimulation on the left side but had many medical problems last year and had not reported it. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2018-(B)(6) product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-07-05 reporting that the explanted leads would not be returned as they were discarded. It was reported that the surgeon did not feel they needed to be returned. No further complications were reported/anticipated.